Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 164 mg/dl. The customer is calling back after receiving replacement battery cap. The customer stated that failed battery alarm recurred. The customer was advised that the device needs to be replaced and revert to a backup plan.